Event description:
Customer allegedly leaned on crutch and it snapped in the middle. Minor injury alleged. Customer stated that she was walking through a doorway (front door) and there was a slight incline and angle. This set the consumer slightly off balance. The crutch allegedly snapped in the center of the crutch at the detent button causing the consumer to fall. The consumer said that she sustained superficial bruises on her leg and hurt her elbow and she did not seek medication attention. The consumer stated that the elbow is still tender. The consumer received a replacement (drive model). The consumer agreed to release the original for an inspection and evaluation. The consumer had broken her leg (prior to the incident). The consumer was using the forearm crutch on the left side to help in getting around. An RMA number was generated and it is (B)(4). A call tag was mailed to the consumer. Note: the product is being returned for an inspection and evaluation.